Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05696, for the other associated device info. It was reported to boston scientific corporation that two resolution clip devices were used during a esophagogastroduodenoscopy (egd) performed on (B)(6), 2009. According to the complainant, during the procedure, both clips prematurely deployed. The first one was found in the scope when they removed the device. The second clip fell inside the patient and was left there to pass naturally via peristalsis. It is unknown what was used to complete the case. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).